Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hcp informed the rep that they replaced the extension involved in bad impedances. This resolved the problem.

Event description:
It was reported that the healthcare provider (hcp) noticed an elevated/out of range impedance on contact 3 of the left lead. The ses sion report on (B)(6) 2025-(B)(6) showed monopolar value was 16,753 and bipolar contacts ranged from 18k to 22k for contact 3, while on(B)(6), all impedances have been in the normal range. All other contacts also showed slightly elevated impedances. Contributing factors include: there could have been a pull on a cable, together with a loose set screw, allowing the plug to move within the socket. The patient denied having had a fall. No troubleshooting was performed aside measuring impedances. No action was taken. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.